Manufacturer narrative:
(B)(4). Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0866 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated summary reports without any errors. In further full review of the pump history/traces on the event date of (B)(6) 2022, there is no unexpected alarms/suspends noted and found bolus delivery of dailytotalofbolusinsulindelivered = 23.1 u. 04/04/2022 08:19:10.000 normalbolusdelivered normalbolusamountprogrammed = 7. Bolusamountdelivered = 7. 04/04/2022 11:06:02.000 normalbolusdelivered. Normalbolusamountprogrammed = 2.6. Bolusamountdelivered = 2.6. 04/04/2022 12:31:56.000 normalbolusdelivered. Normalbolusamountprogrammed = 4. Bolusamountdelivered = 4. 04/04/2022 18:04:40.000 normalbolusdelivered. Normalbolusamountprogrammed = 9.5. Bolusamountdelivered = 9.5. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Pump history anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer's husband reported via phone call that his wife was hospitalized due to a coma and high and low blood glucose on (B)(6) 2022. The customer's current blood glucose value was 300 mg/dl. The customer has been using the insulin pump system within 48 hours of a reported high blood glucose event. The customer was treated with a manual injection pen. The customer was not using the auto mode feature at the time of the high blood glucose event. The customer alleges that the insulin pump is under delivering, and the husband mentions that the insulin pump is not working properly, and the pump would not record her data; the only information that they got was in september. The insulin pump was returned for analysis.